Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the retaining ring which attaches the lighthead to the spring arm was not in place resulting in the reported event. The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee moved one of the lightheads to their harmonyair a-series surgical lighting system and it detached from the spring arm. There was no patient in the room at the time of the reported event. No report of injury.